Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code 2645. Correction:the initial report that that was originally submitted (MFR number 3012307300-2021-00480) erroneously included device evaluation results for another device/serial number. The device that is the subject of this follow up report medfusion pump (serial 2029918) was not actually returned for investigation. The device evaluation results included in the initial report should therefore be disregarded.

Event description:
Additional information was received indicating that there was no patient involvement regarding the previously reported fault (motor drive error).

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped on right corner, a cracked battery door and both plunger cases. Device underwent functional testing, confirming the reported customer complaint. Pump goes into constant alarm and won't turn off when trying to power down. This was a result of the interconnect board not operating properly. Problem source was determined to be unknown.

Event description:
Information was received that device has motor drive error. No adverse effects reported.